Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. In addition, no issues were found with the needle mechanism or cannula assembly that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For:omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 310 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized cannula had not properly inserted in the infusion site (arm); the pod's cannula was also found bent upon removal. As treatment, a new pod was applied.